Event description:
The field service representative (fsr) reported that during field service installation of the device, several parts were missing from the battery indicator light socket of the perfusion system. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00972. The field service representative (fsr) stated this unit has been housed at their distributor and was pulled out because customer needed a new one. When the system arrived at the customer, the fsr had to make repairs to the system. The fsr replaced the missing components.